Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt had diminished and ineffective therapy from her scs system. X-rays confirmed the pt's lead had migrated. The pt's lead was repositioned in revision surgery on (B)(6) 2014, and the pt reportedly had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.